Event description:
It was reported that the 2.5x80mm armada 14 dilatation catheter was removed from the hoop coil without issue; however, the device could not be prepped as the balloon leaked saline. It was suspected that there was a pinhole in the balloon. Another balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported balloon rupture was not confirmed; however, a leak within the shaft was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the leak within the shaft. It may be possible that the inner member/inflation lumen was inadvertently punctured with a guide wire or during handling/removal from the coil dispenser; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.